Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-jul-2025, the user accidentally registered two meal announcements and subsequently experienced hypoglycemia while sleeping, with a low of 49 mg/dl. The user corrected with fast-acting carbohydrates, and bg returned to normal by follow-up. The user reported feeling warm as a symptom but did not require medical intervention. The event was attributed to duplicate meal entry, and education was provided on proper meal announcing.